Event description:
Three units of 250 ml medibags were leaking where the bushing meets the inner of the bag. The leaks were noticed when the pharmacy was filling the bag. Not used on a pt.

Manufacturer narrative:
The 3 units were returned for eval. During the visual inspection, gaps/holes were noted where the bushing meets the inner of the medibag. The gaps/holes happened during the manufacturing process. Contract manufacturer has been notified and medibags have been sent to be used as visual aids. A corrective action has been opened and is currently being addressed with our contract manufacturer. Add'l info to be provided when corrective action is complete.